Event description:
Reporter is caretaker for pt who had a porta cath placed approx 3 yr ago for IV access purposes. Today, the porta cath was noted to be broken and the pt has been shipped back to the hosp of catheter placement. Reporter states that she has no info about the device. The porta cath broke today and it's now in her pulmonary artery. Pt has multiple medical diagnoses, but the porta cath was used to provide access for blood transfusion and vancomycin treatments for mrsa. Reporter, states that receiving facility is to do follow up on case report.